Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire was returned inside the delivery sheath and the filter bag came back undeployed. The delivery sheath was detached at 6.5 cm from the distal section in two parts. The spring tip was bent, and it is possible to observe the wire was exposed through the sheath slit. No other issues were identified in the device. Sheathing/unsheathing test cannot be performed due the damaged condition of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the basket would not open. A 190cm filterwire ez was selected for use in the internal carotid artery. During the procedure, the filterwire was prepared and its basket was inserted into the delivery sheath. The system was delivered through the stenosis on the internal carotid artery. However, when the filterwire was deployed, it was noted that the basket would not open and would still make straight on the basket marker. The device was pulled out from the patient and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the delivery sheath was detached in two parts at approximately 6.5cm from the distal section.